Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 411 mg/dl. Customer blood glucose reading at the time of the incident was 245 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with manual injection and insulin pump. Customer changed the infusion set in the morning. Customer did not have any air bubbles and leaks. Customer drive support condition was not mention. Customer reported bolus wizard was programmed accurately. Customer did troubleshoot high pressure test. Products will not be returning for analysis.